Event description:
The pump was returned to animas; evaluation revealed dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load cartridge step did not detect the filled cartridge.